Manufacturer narrative:
Additional information received after initial complaint email: 1. Please kindly advise the detailed injection site. The injections were given in the upper arm. 2. Please kindly advise the proportion of patients who experienced swelling and erythema. If such symptom was caused by syringe, it should not be "a number of patients", but "all "patietns who were injected by these two lots products. 2 patients were affected in total. 3. What medicine was used and what's the age range of the patients? The medicine used was a b12 vitamin injection. 1 patient is in their 40s and the second patient is in their 50s.

Event description:
The following complaint was documented in exel complaints database on 17-sep-2023. The event is being revisitied because the event is an adverse event that should have been reported on. Issue as reported: "customer states: 'I have a customer that bought a couple boxes of excel 26111, and they are experiencing very concerning issues. They injected a couple people and they have developed enormous swelling and erythema (my customers words). They are not expired (exp in '24) and the lot number is 190804."